Event description:
The facility reports the patient was being moved from the bed to the chair. The patient was completely off the bed. The caregiver moved the handle of the lift to reposition the patient to an upright position when the patient hit her face on the floor, suffering a head concussion and facial concussion.